Event description:
It was reported that lens was explanted from the patient's eye due to dissatisfaction. As per additional information, patient's visual acuity reflected a long distance of 0.6 near 40 cm 0.5 post-op one week. Patient complained of discomfort. After the removal, lens was exchanged to eyhance lens. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.